Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s complaint that an infusion completed sooner than expected was not confirmed. The customer¿s returned pump module event logs were analyzed to assist in the evaluation of the complaint, no pcu logs were returned by the customer. Pump module s/n (B)(4) was believed to be infusing tacrolimus at the time of the event. On (B)(6) 2015 at 1:57 pm the user started the infusion program which began infusing at a rate of 5ml/hr with a vtbi of 100ml (20 hours).beginning at 8:07 pm two flo-stop alarms occurred that each lasted about 3 seconds. At 8:21 pm the pump module was powered off. Based on user programming the time left for this infusion would have been approximately 13 hours and 37 minutes. Testing and inspection of the returned pump module found no malfunctions and to be infusing within specification. The event administration set was not returned for investigation. The root cause of the reported infusion completed sooner than expected was not determined.

Manufacturer narrative:
Additional information received from customer's medwatch.

Event description:
Per customer medsun report:" event desc: tacrolimus infusion completed sooner than expected. Infusion was initiated at 14:29. It completed at 20:15. Anticipated completion time was 10:30. Twenty-hour infusion completed in six hours. Rate was set at 5ml/hr. Volume to be infused (vtbi) was set at 100.2 ml. At time of completion, the pump still showed 71ml to be infused."

Event description:
A 20 hour tacrolimus infusion completed in 6 hours. Rate was set at 5ml/hr and the vtbi was set at 100.2 ml. At the time of completion pump still showed 71 ml to be infused. There was no patient harm. Although requested, no further patient or event information was provided.